Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons damaged) was confirmed. Upon evaluation the response button covers were missing and the switches were defective. The root cause of the damaged response buttons cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons were damaged.